Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/6/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause of high control results is due to improper storage: strip left outside of vial for an extended period of time. Mlurc of e-2 errors are due to ptf ink splatter and a scratch crossing the electrodes in the conductive ptf ink area test strip. UDI# (B)(4).

Event description:
Consumer reported complaint for test strip not recognizing or test strip not absorbing the blood. The customer was using proper testing technique. The meter would not read the test sample and the screen still showed it was ready to test. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. The customer was using the proper test strips. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 03/02/2017. Adverse event not reported at time of call on (B)(6) 2017.